Event description:
Our country representative for (B)(4) was performing a software upgrade on site's handheld computer and the screen was frozen after the upload. The 8.0 programming software was not returned for analysis. Analysis was performed on the returned 7.1 programming software and the (B)(4) handheld computer and no anomalies against device function were noted.